Manufacturer narrative:
(B)(4). Patient age is unknown as it was not provided. Patient gender is unknown as it was not provided. Exact date not provided but the account mentioned at the time of reporting that the event occurred one week prior. (B)(4). Applications support manager (asm) shared likely causes of the underapplanation. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that during the creation of a flap procedure on the femtosecond laser a patient had what was described as an epithelial defect and procedure was aborted. The site plans on treating the patient with a surface treatment within 2 weeks.